Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the setscrew was backed out too far beyond the point of being engaged with the connector block and was cross threaded. An impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. There was good stable output on the electrode pairs the ins had when it was received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patient with an implantable neurostimulator (ins). It was reported that there was an issue with the implantable pulse generator (ipg). The new ipg as showing impedances after replacement and troubleshooting. During replacement, the old lead was checked and all electrodes showed correct motor responses prior to the new ipg placement. After placement, the new ipg showed high impedances after several checks and an adjustment. It was noted the lights were moved away from the impedance check and there were no other blocking factors. After the battery was attached to the lead and placed inside the pocket, three impedance tests were done at recommended settings due to high impedances; there were failures in all electrodes (>4000). The doctor removed the lead from the battery, cleaned off the lead, and replaced the battery with the blue visible and an impedance check was done; there continued to be impedances in all electrodes. Because there were impedances, the doctor decided to replace the lead on the other side. When testing the lead, there were perfect motor responses. The new lead was attached to the new battery and there continued to be high impedances; the doctor decided to replace the ipg. It was noted the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.